Manufacturer narrative:
The company representative examined the system, confirmed the customer event and replaced the footswitch cable to resolve the issue. The system was then tested and met product specifications. The replaced footswitch cable was returned for evaluation. A visual evaluation of the returned infiniti footswitch cable did not reveal any clear nonconformity, though there was an unexpected bend noted near one end of the cable. The returned footswitch cable was tested and passed all testing. During testing the cable was continuously flexed. Additional testing was performed. No nonconformities were observed during this test, which also included continuous flexing of the cable. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was unable to be determined. (B)(4).

Event description:
A nurse reported that during surgery, system messages were displayed that could not be cleared. The system was switched out and the surgery was completed. There was no harm to the pt.